Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (moderate valvular calcification, severe aortic root calcification, low rca ostia height ¿ 15.0mm, low lca ostia height ¿ 12.2mm) likely contributed to the narrowing of the right coronary ostia, resulting in the impaired rca blood flow and the subsequent placement of 2 stents. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, a 23mm sapien 3 valve was successfully deployed. Post valve deployment, the patient¿s vital signs were stable. However, the final aortography did not show the right coronary artery (rca) well. Under electrocardiogram, minimum st segment elevation in the inferior leads was observed. Impaired rca blood flow was suspected. Coronary angiography indicated a narrowing of the right coronary ostia. The right coronary ostia was pre-dilated and a 2.5mm stent and a 2.75mm stent were implanted. Good rca blood flow was then observed on the final angiography. The procedure was completed after confirmation of o other complications was performed. The valve remains implanted in the patient. The native annular diameter measured 20.0mm by CT. Moderate valvular calcification and severe aortic root calcification was reported. The left coronary artery (lca) height measured 12.2mm, the rca coronary height measured 15.0mm.